Event description:
It was reported by the aci sales professional that a male patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2010. There was no information provided regarding the pre-procedural femoral angiogram to assess suitability of closure, or any information provided regarding the deployment of the mynx and its use per the instructions for use. It was reported that the patient presented to the emergency room four days post procedure and then (ER) three other times post catheterization due to pain and tenderness at the groin. An ultrasound confirmed negative for hematoma. The groin site was also cultured for infection and was found to be negative. On the 4th visit to the ER, the patient was sent to surgery to extract what was assessed by the surgeon to be sealant. There is no report of further clinical sequela. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported local reaction could not be determined. It was reported that hemostasis was achieved successfully. Therefore there is no indication that the device did not perform as intended and per specification. Additionally, the mynx is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin requirements, prior to each lot being released for commercial use. Additionally the instructions for use states: the following adverse reactions or conditions may also be associated with mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration. The review of the lhr (lot # f1016228) indicated that the mynx device met all established performance criteria prior to shipment.